Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive. Her blood glucose was 206mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.